Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system miscellaneous outdated items were erroneously displaying and replenishments were not processing. The system was reporting expired medications even though no medications at the device were past expiration. Additionally, several items were below par levels, but the pick and delivery report generated was blank. However, there were no delay and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device miscellaneous outdated items were erroneously displaying. A technical support specialist (tss) identified that the station required manual recovery. The tss followed the knowledge article (ka) manual recovery required datasyncinvaliduploadchangetrackingvalue to recover data sync and verified that the station caught up with no variation in change tracking. Followed up with the customer and confirmed no further issues. The system functioned as intended after the technical support specialist troubleshot the device.